Event description:
It was reported that this implantable cardioverter defibrillator (ICD) reached explant. Analysis indicated that the device hardware was not detecting the loss of battery energy and the battery status indicators are not reflecting the depletion condition. The device should be replaced and returned for detailed analysis. The device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed. Patient code 3191 captures the reportable event of surgery. Correction on initial reporter e1: first name, last name, facility name, address, city, state and email, e2: health professional?; e3 occupation and occupation (other).

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) reached explant. Analysis indicated that the device hardware was not detecting the loss of battery energy and the battery status indicators are not reflecting the depletion condition. The device should be replaced and returned for detailed analysis. The device was surgically explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) reached explant. Analysis indicated that the device hardware was not detecting the loss of battery energy and the battery status indicators are not reflecting the depletion condition. The device should be replaced and returned for detailed analysis. The device remains in service. No adverse patient effects were reported.